Manufacturer narrative:
Continued h.6 health effect impact code: f2203 imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, rupture.

Event description:
Healthcare professional reported "capsular liquid in breasts."healthcare professional reported later "MRI was performed showing encapsulation of the prosthesis¿, ¿was not encapsulated but with rupture¿, ¿deformation of the left breast¿ and ¿capsular liquid in breasts" this is for the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: rupture : observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma- late : unable to observe as it is a medical event that is not related to the device. Visibility/palpability : unable to observe as it is a medical event that is not related to the device. Pain : unable to observe as it is a medical event that is not related to the device. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "capsular liquid in breasts."healthcare professional reported later "MRI was performed showing encapsulation of the prosthesis¿, ¿was not encapsulated but with rupture¿, ¿deformation of the left breast¿ and ¿capsular liquid in breasts" this is for the left side. The device has been explanted.